Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has lost therapy due to their ipg being inoperable. Patient is no longer able to communicate with their ipg using the programmer or charger. Troubleshooting was unable to provide resolution. As a result, surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction to add product problem.